Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating pacing impedances on the left ventricular (lv) lead post implant. The measurements varied from 280 ohms to 900 ohms and back down to 280 ohms. The patient's lv lead is a non-boston scientific product. It was reported that the pacing vector had been changed and then changed back again. Boston scientific technical services (ts) discussed that this explained the changes in impedances. The thresholds and sensing were found to be normal. No further complications have been reported. This product remains in-service.